Event description:
The customer states that the pt was seen at the fracture clinic (as an outpatient) and presented with multiple joint pain. A sample taken from the pt on 22 novemember 2006 was tested with the architect c8000 calcium assay on 24 novemeber 2006 and generated a result of 13.84 mg/dl (3.46 mmol/l). Samples are routinely retested and this sample generated repeat test results of 12.00 mg/dl (3.00 mmol/l) and 17.84 mg/dl (4.46 mmol/l). This last result was reported to the physician. The pt was admitted to the hospital where another sample was drawn. This sample generated a calcium result of 9.20 mg/dl (2.30 mmol/l). The initial sample was also retested on another analyzer and generated a result of 9.12 mg/dl (2.28 mmol/l). There is no further inpact to pt management reported. A service call was initiated.

Manufacturer narrative:
A field service call resulted in the technical executive performing regularly scheduled preventive maintenance procedures. Subsequent instrument operations and test results were acceptable. The architect c8000 system service and support manual (96750-112) includes a table for maintenance procedures that are scheduled for 4 months, 8 months, and 12 months post installation and at the anniversary dates of these scheduled dates. The investigation demonstrated that the architect c8000 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.